Manufacturer narrative:
Section e: initial reporter and facility details are being followed up with the internal sales representative. A supplemental report will be submitted once additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim system had difficulty obtaining a consistent electrode check when using an emg tube. Vocalis 1 was pass ing, while vocalis 2 was not. After adjusting the tube placement, vocalis 2 briefly passed but eventually returned to a failing state. The patient had a history of nerve damage on the side corresponding to vocalis 2. The tube was initially noted to be twisted. There was no patient impact.